Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels of over 500 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Reportedly, the customer is going through growth spurt and consumes foods high in carbohydrates, and suspected this to be a potential contributing factor to elevated bg; however this could not be confirmed. Bg was addressed via a correction bolus, a supply change, and monitoring of bg levels. The customer was instructed to consult with healthcare provider regarding bg level.